Event description:
It was reported that the insulin cartridge was leaky. The leakage was observed at the connection between the cartridge and the adapter.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.